Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the patient had been experiencing painful stimulation and shocking sensations for more than four months but that device diagnostic testing performed four months prior was within normal limits, indicating proper device function at that time. The patient had recently been implanted with a new shunt on the left side, after which they began to experience the painful stimulation and shocking sensations. Review of x-rays revealed several acute angles and bends in the lead wire. The patient's device was programmed to off due to the painful stimulation and the patient underwent acp system replacement surgery, at which time both the lead and generator were replaced. At the time of the replacement surgery, a break in the explanted lead wire was visualized. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.

Event description:
The explanted devices were returned and analyzed. The entire lead assembly was not returned for analysis. Visual inspection of the portion of the lead assembly that was returned revealed body fluids inside the inner tube of the positive lead coil. A continuity check using a multimeter did not reveal any discontinuities in the lead wires. The condition of the returned portion of the lead, in general, was consistent with conditions that typically exist following an explant procedure. The lead pins showed evidence of a proper mechanical and electrical connection. The concomitant device (generator) was also analyzed. External visual inspection of the generator revealed no anomalies. The generator, header, lead cavities, connector blocks, and setscrews were examined with no rough areas, sharp edges or any visual discrepancies being observed. The pulse generator met electrical test specifications. A probable root cause cannot be determined as there were no performance discrepancies observed on the pulse generator or on the portion of the lead assembly that was returned.